Event description:
It was reported that while using a ligasure, "after the cut, it did not seal sufficiently. There was excess bleeding." Another ligasure was used to seal the vessel and complete the procedure successfully. There were no adverse consequences associated with this event.

Manufacturer narrative:
The reported issue could not be substantiated as the returned device was able to seal, coagulate, and cut as intended and did not stop working. However, it is possible that the device was used in a way that would affect the sealing ability (i.e. End user technique resulting in; overfilling the instrument jaws with tissue and attempting to seal, sealing over metal objects such as sutures, clips and/or staples; not selecting the appropriate bar setting to achieve the desired tissue effect; not inserting the ligasmarttm connector firmly/completely; improper connection, or using device with an incompatible accessory). The instructions for use (IFU) for reprocessed hand activated sealer/divider states: ¿do not use this device on vessels in excess of 7mm in diameter.¿ ¿to ensure proper function, eliminate tension on the tissue while sealing and cutting.¿ ¿prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters.¿ ¿grasp the intended vessel and/or tissue in the center of the jaws. To avoid incomplete vessel sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge.¿ ¿close the white movable handle until it clicks and latches in place.¿ ¿keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.¿ ¿avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.¿ ¿before starting the procedure, confirm proper energy platform settings.¿ ¿place the vessel or tissue in the center of the jaws. Avoid incomplete vessel sealing by not grasping tissue beyond the electrode surface or placing it in the jaw hinge.¿ ¿the user must select the appropriate bar setting to achieve the desired tissue effect.¿ ¿do not activate the ligasure function until the handle has been properly latched. Activating the function before this is done may result in improper sealing and may increase thermal spread to tissue outside surgical site.¿ ¿do not attempt to seal over clips or staples as incomplete seals may be formed.¿ a review of the device history records (DHR) indicated that all required inspections and tests were conducted on all lf4200 ligasure impact devices of the lot in question indicating that the instruments were in working condition when released from stryker sustainability solutions. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that while using a ligasure, "after the cut, it did not seal sufficiently. There was excess bleeding." Another ligasure was used to seal the vessel and complete the procedure successfully. There were no adverse consequences associated with this event.

Manufacturer narrative:
At this time, an investigation has not been completed. A supplemental MDR will be submitted once the investigation is complete.